Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. The applier was received in good physical condition, but with no clip located in the jaws. The applier was cycled and fed a clip into the jaws, and then properly fired and formed the remaining 5 clips within design specification. It was concluded that the applier conforming to design spcecifications. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
Device was used during an unk procedure. The clips would not hold in the jaws making it impossible to close them. Clips fell into pt and have been removed. There was no consequence to the pt.